Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable hcg+beta elecsys result from one patient sample tested on the cobas e 801 module with serial number (B)(6). It is unknown if the initial result was reported outside of the laboratory. The patient sample was tested in four modules. The initial result from the module was 0.2 miu/ml. The first repeat result from the first module was 80 miu/ml. The second repeat result from the second module was 30 miu/ml. The third repeat result from the third module was 30 miu/ml.

Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.